Event description:
Balloon was unable to inflate. There was no patient injury. Procedure was resolved and completed by the use of other balloon. There are no additional patient,vessel, lesion, or procedural information available. This product has been returned for evaluation and testing, however the engineer's report is not yet complete.